Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending artery. The 1.5x15 mm mini trek balloon catheter was advanced for predilatation; however, when pushing the balloon catheter to the lesion, the proximal shaft of the balloon catheter separated. Another balloon catheter was used to complete predilatation and a xience prime stent was used to complete the case successfully. The patient outcome was satisfactory. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.